Manufacturer narrative:
Na.

Event description:
The field service center reported the ventilator turbine did not rotate. It is unknown if the ventilator alarmed or if it was connected to a patient when the reported problem occurred.